Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the esu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, erbe electrosurgical unit (esu) error c-34 occurred when the surgeon used monopolar energy. Prior to calling technical support, the site power cycled the erbe, used a different instrument, and different cables. The technical support engineer (tse) reviewed the logs and confirmed error 25913 and c-34. The site reported they were also using an external monopolar handheld unit. The tse requested they remove the external unit, but this did not solve the problem. The site connected an external esu to continue surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on (B)(6) 2022 and obtained the following additional information: the procedure was completed and the fse replaced the erbe. System functionality was checked upon powering on the system and the esu initially powered on without errors. The customer did not say how long the procedure was in progress when the issue occurred. There was no patient information.

Manufacturer narrative:
Analysis information can be found in the following fields: h6 and h10. Intuitive surgical inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint. The iesu was placed on an in-house system and was run in normal mode. Error c-34 occurred at startup.

Event description:
Refer to h10/h11 for follow-up information.